Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the right atrial channel and high pacing thresholds on the left ventricular channel. It was decided to surgically abandon this device. No further adverse patient effects were reported.